Event description:
The pump was explanted and returned to the MFR due to an infection. Cultures were done. Found to be positive for mrsa. A follow up report will be sent when additional info is received.